Event description:
When advanced the orbit coil into the microcatheter, it encountered great resistance. Adjusted the orbit delivery system, it was found when withdrew the delivery system, no movement of embolism. It was suspected that the embolism and the delivery system were separated. The (mc) microcatheter and the delivery system were withdrawn together, and the coil stayed in the microcatheter. The microcatheter was not a cordis product. The target site was the anterior communicating aneurysm. All the products were stored, handled and prep per labeling instructions. An adequate continuous flush was maintained through the mc at all times. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. After the coil met the resistance, no force was applied in an attempt to advance the system. Once the devices were removed from the patient, a part of the coil remained attached on the delivery system. The same mc was not utilized to complete the procedure, and it will be returned for analysis.

Manufacturer narrative:
Other than the reported event, no other damages were noticed on microcatheter, delivery systems or coil (unraveled, stretched, kink, bend, etc). The procedure was completed with another device, and the procedure was completed successfully. There was no adverse event. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
When the orbit coil was advanced into the noncordis (sl-10) microcatheter, great resistance was encountered and when withdrawing the coil delivery system, there was no movement of the coil; therefore, it was suspected that the coil had separated. The coil delivery system and the separated coil which remained in the microcatheter were withdrawn as a unit with the microcatheter. Once withdrawn from the patient, it was noted that part of the coil remained attached to the delivery system and part of the coil remained in the microcatheter. There was no adverse event and no part was left in the patient. The procedure was completed with another microcatheter and coil. All the products were stored, handled and prepped per labeling instructions. An adequate continuous flush was maintained through the microcatheter at all times. No damages were noticed on the microcatheter, delivery system or coil that may have contributed to the event. After the coil met the resistance, no force was applied in an attempt to advance the system. Other than the reported event, no other damages were noticed on microcatheter, delivery systems or coil (unraveled, stretched, kink, bend, etc). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 13438462, and coil subassembly lot 13363125 and 13409751 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and kinks were found. No damage was found on the support coil. The introducer and the embolic coil were not provided. The gripper was wavy. Also an sl-10 microcatheter by boston scientific was received. The unit was inspected and no damages were found. Residues of dry blood were observed at the tip. The od of the dcs delivery system was measured and was found within specification. The gripper was inspected under microscope and was found wavy and no part of the embolic coil was observed attached to/within the gripper. The functional test for trufill dcs was not performed due to the conditions of the received product. The functional test for trufill dcs could not be performed due to the conditions of the received product. A lab sample agility 10 guidewire was introduced in to the microcatheter sl 10 and it became stuck. The sl 10 was cut in several parts in order to push the part inside of it. An embolic coil with residues of dry blood was found inside of microcatheter sl 10. The headpiece was attached to the coil. The reported resistance/friction could not be evaluated due to the condition of the returned device. The report that the coil had separated with part of the coil remaining in the gripper was not confirmed since the coil with the headpiece intact was found detached from the gripper and no part of the coil/headpiece was found in the gripper. The exact cause of the reported event and the findings of the analysis of the returned product cannot be determined; however, device interaction and procedural factors may have contributed to the resistance and subsequent coil detachment. The cause of the damages found over the unit could not be conclusively determined; however, neither the analysis nor the DHR indicates a relationship to the manufacturing process. In addition, inspections are in place to prevent these kinds of damages leaving from the facility. The cause of the event experienced by the customer was undetermined; therefore no corrective actions will be taken at this time.